Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a trace of aortic regurgitation and a pressure gradient of 50mmhg were noted in a patient with severe aortic stenosis, severe columnar calcification of the right coronary cusp (rcc) and left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). The diameter of the aortic annulus measured 19.6x26.3mm. Two pre-implant balloons aortic valvuloplasties (bav) were performed using 18mm non-medtronic balloons due to the contralateral side of ncc and lcc pillar-shaped calcification protruding into the lumen at 14.2mm. Following the pre-implant bavs, a deployment attempt was made. Subsequently, a third pre-implant bav was performed using 18mm non-medtronic balloon due to inadequate dilatation. It was reported that, no changes occurred during the attempted valve deployment and an adequate expansion could not be obtained. Upon transesophageal echocardiogram (tee) imaging, it was determined that the rcc and the lcc commissure could not be dehisced by expansion of the balloon with a bias toward the ncc with the low calcification. The increase of the balloon diameter to 20mm or 22mm was also considered. A fourth pre-implant bav was performed using an 18mm non-medtronic balloon because of the high risk of annulus rupture due to the ncc and lcc calcification. After the dilatation, the valve was redeployed up to the point of no return. The tee showed that the inner diameter of the lower end was only expanded to approximately 8x11mm. The valve was recaptured onto the delivery catheter system (dcs) and withdraw from the patient. It was noted that, the nose cone of the dcs would not safely remove. The procedure was aborted because the treatment would not be effective. No adverse patient effects were reported. Additional information was received that the procedure was discontinued due the insufficient expansion of the valve and "high" aortic regurgitation. No adverse patient effects were reported. Additional information was received that high aortic regurgitation was severe paravalvular leak (pvl).

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop2329us (lot: 0011196955); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID l-evprop2329us (lot: 0011182368); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Image review: one static image was provided for review that appears to be a constrained valve. No valve check imaging or transesophageal echocardiogram (tee) imaging was provided. No patient summary was provided for review. Additional imaging would be needed to confirm to all the events reported. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case four pre-implant balloon dilations were performed due to contralateral-side of non-coronary cusp (ncc) and left coronary cusp (lcc) pillar-shaped calcification protruding into the lumen. Adequate expansion could not be obtained after each dilation. A larger balloon diameter was considered but not used due to a high rupture risk. Calcification was a likely contributing cause of the frame under expansion. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was most likely a result of the under expansion. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.